Manufacturer narrative:
Terumo did receive the actual device and upon evaluation of the device, the complaint was not confirmed. A review of the complaint files did not confirm that there have been other reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the venous line failed to drain into the reservoir. The product was changed out. There was 400cc's of blood loss. The surgery was completed successfully.